Manufacturer narrative:
Internal file number: (B)(4). Lot number changed from 80921u181 to 80802u168. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It is possible the reported difficulties may be related to patient morphology/pathology and/or user technique/procedural conditions, however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased pressure gradient requiring treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation (mr). One clip was implanted successfully. A second procedure was performed on (B)(6) 2018 to treat a different portion of the mitral valve, with mr grade of 4. Two clips were implanted, reducing the mr to 1 however the gradient was noted to be 6-7mmhg. The physician plans to reprogram the patients pacemaker in hopes to reduce the gradient. No additional information was provided.